Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated while the patient was at school, he did not feel well and the cgm was displaying 120 mg/dl. He went to the bathroom and his glucose value on the cgm immediately dropped to 40 mg/dl. It was indicated that he passed out and vomited. He was taken to the school nurse by some students. The school nurse administered 16 oz of apple juice and the patient came to. The patient¿s mom was then contacted and went to the school and was advised that despite treatment of apple juice, the dexcom was still reading 40 mg/dl and eventually increased to 153 mg/dl. At the time of contact, the patient was doing fine. Data was received for evaluation, but the complaint confirmation and probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.